Event description:
The customer reported that the access 2 immunoassay system generated erroneous elevated accutni for one patient sample. The erroneous elevated result was not reported out of the laboratory; hence, the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer did not provide sample information. Qc data provided indicates that qc is recovering within range. On (B)(6) 2011 a system check was run and passed all parameters. The sample was repeated on the same unit and lower results within the reference range was obtained and reported. Service was not dispatched for this event. No root cause has been determined for this event.

Manufacturer narrative:
Service was not dispatched.

Manufacturer narrative:
Add software version 3.2.